Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet UK to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. There are warnings in the package inserts that these types of events can occur. Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6)2011. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and loosening of the femoral stem. During the procedure, corrosion was noted on the stem. The femoral stem and modular head were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of wear. The taper adapter and femoral stem showed evidence of residue and material loss. However, a conclusive root cause of the event could not be determined. This report is number 1 of 3 MDR's filed for the same patient (reference 3002806535-2015-04146 & 3002806535-2016-00267 / 00268).

Event description:
Patient was revised approximately four years post-implantation due to pain and loosening of the femoral stem. During the procedure, corrosion was noted on the stem. The femoral stem and modular head were removed and replaced.